Event description:
It was reported a perforation was located in the mid right coronary artery (rca). The 4.5 x 12 mm graftmaster stent was implanted first, but it did not completely seal the perforation. Next, the 4.5 x 16 mm graftmaster stent was implanted, but the perforation was still not completely sealed. A 5.0 x 16 mm graftmaster stent was implanted and the perforation was noted to be adequately sealed. No adverse patient sequela was reported. The final patient outcome was reported to be good. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up will be submitted with all relevant information. The additional graftmaster is being filed under separate a medwatch report.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.